Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken battery tube threads, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label, missing reservoir tube o ring and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported for cosmetic damage. Blood glucose was 6.5 mmol/l. It was reported that the entrance battery compartment had cracks and a chip missing from it. It was reported that there was also a crack leading from the window in the reservoir compartment up towards the buttons. The insulin pump was returned for analysis.